Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the right atrial (ra) lead exhibited episodes of far r wave over-sensing. No intervention was reported. The patient condition was unknown.

Event description:
It was reported that the right atrial (ra) lead exhibited failure to capture. No intervention was reported. The patient condition was unknown. New information received notes that the failure to capture exhibited by the right atrial (ra) lead was noted during an in clinic follow up. The lead was reprogrammed. The patient was in stable condition.

Manufacturer narrative:
B5 should state that the issue exhibited by the right atrial (ra) lead was failure to capture rather than far r over-sensing. H6- medical device problem code should be "1081 - failure to capture" rather than "1438 - over-sensing".